Event description:
Customer reported that she had unexplained low blood glucose. Customer went to the emergency room. The blood glucose reading was 31 mg/dl at the time of hospitalization. Customer stated that her insulin pump was malfunctioning, because the numbers were ramping on their own. Customer stated that she had a stomach virus and she it is taken zofran, which causes the blood glucose to go low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no buttons anomaly was noted.